Manufacturer narrative:
Summary of evaluation: the investigation concluded that the event could not be confirmed as no devices were provided for evaluation. In addition, no medical records, operative reports, or x-rays were made available for evaluation. Loosening is a known adverse effect of hip arthroplasty. No additional information is available at this time. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to acetabular and femoral loosening. The acetabular and femoral components were revised but only the liner was sent to our institution. The components were implanted in situ for 4.2 y. The patient presented with a (B) (6) score of 3 months prior to revision surgery and a maximum score of 6 since implantation. (B) (4)."